Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a flatfoot reconstruction (calcaneal osteotomy & internal brace) surgery whilst using the device, the end of the 3.5 hex driver that is in contact with the screw snapped off when the surgeon was inserting the screw into the patient. The surgeon retrieved the broken part and finished the case. Proper technique was used. No surgeon error or misuse of the instrument. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.